Event description:
A family member reported that the patient attempted to program an ezbg bolus but the bolus did not show up in the bolus history. The family member reported that the patient again tried to program an ezbg bolus which did not deliver or show in the pump history. The family member reported that there were no alarms during either ezbg bolus. This report is made based on the allegation that the pump may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). This complaint is against multiple products: one touch ping glucose management system; one touch ping meter remote; serial number: (B)(4).

Manufacturer narrative:
(B)(4): the pump black box showed no indication that the patient programmed a bolus on (B)(4) 2011 at 7:08 pm or 9:02 pm. The meter records showed that the patient took blood glucose readings at those times however, not boluses were recorded. An ezbg bolus was successfully programmed and delivered via the meter and the bolus recorded correctly in the pump bolus history.